Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was not getting performance as expected. As per the user facility, at 34 degrees celsius and 80 then 100% fraction of inspired oxygen, sweep at 5 lpm, partial pressure of oxygen dropped down to 160, adjustments got the partial pressure of oxygen into the lower 200's but should've been 500 plus. Improved slightly on rewarm and got off cardiopulmonary bypass without patient related incident. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
Please disregard the medwatch that was initially reported for this event on this complaint. This event was previously submitted through (B)(4) / MFR 1124841-2023-00043.